Manufacturer narrative:
(B)(4). Implant date: unknown date in (B)(6) 2015. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that devices initially implanted in (B)(6) 2015 were explanted on (B)(6) 2016 to address a patient's avascular necrosis of the femoral head. Five synthes devices were explanted: a 145 degree, 2-hole dhs plate; a one-step lag screw; two 4.5mm cortex screws; and an unknown 6.5 cannulated screw, 85mm length with 16mm thread. All previously implanted devices were removed intact and the patient was revised to a depuy total hip. There were no surgical delays, no medical intervention required during the surgery and the patient was reported to be stable at the end of the procedure. This is report 1 of 5 for (B)(4).